Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a physician in (B)(6) of peritonitis in a patient coincident with dianeal-n pd-4 1.5% therapy for chronic renal failure. Dianeal therapy was ongoing. On (B)(6) 2012, the patient contacted baxter (B)(4) technical service center and reported the following. On an unreported date, the patient experienced peritoneal cloudy effluent during their first draining cycle. On (B)(6) 2012, the physician clarified that the patient had experienced peritonitis. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin sodium for peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.